Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0x220x90-hybrid sterling balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. It was further reported that the balloon ruptured during the first inflation at 6 atmospheres. The device was removed intact.

Manufacturer narrative:
E1 initial reporter city: matsumoto city nagano prefecture 3900852 updated b5: describe event or problem.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0x220x90-hybrid sterling balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.